Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 73-year-old male was evaluated for coronary artery bypass graft surgery and determined not to be a surgical candidate. The patient was admitted for high-risk percutaneous coronary intervention with planned circulatory support using an impella cp device. During the procedure, the impella cp was inserted through the common femoral artery but could not be advanced into the aorta. The device was removed, and a second attempt at advancement was made, which was also unsuccessful. A new impella cp device was then inserted; however, difficulty was again encountered advancing the device into the descending aorta. On a subsequent attempt, the new impella cp device was successfully advanced into the descending aorta and positioned appropriately within the left ventricle. During the percutaneous coronary intervention, intravascular shockwave therapy was applied to an ostial left main coronary artery lesion. At that time, the optical sensor of the impella cp device became nonfunctional. Despite loss of optical sensor signal, the impella cp continued to provide circulatory support and operated without interruption for the remainder of the procedure. After completion of the coronary intervention and confirmation of satisfactory results by the treating physician, the impella cp device was gradually weaned and successfully explanted without complication or concern. The difficulty in impella passing into the aorta is more likely caused by the patient¿s aortic anatomy/structure, which caused difficulty even after exchanging the pump. No device malfunction affecting circulatory support was reported, and management decisions were based on procedural and clinical considerations.

Manufacturer narrative:
No product was returned. Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy and met resistance at femoral artery preventing successful delivery of impella. Device (sn: (B)(6)) passed all post sterile inspection checks.